Event description:
The following article was received based on a literature review: article: use of primary and piggyback toric intraocular lenses for treatment of high myopic astigmatism. A case report illustrated a patient with a history of automated lamellar keratoplasty, 4-incision radial keratotomy (rk), and arcuate incisions presented for cataract surgery and had implantation of double toric intraocular lenses (iols) for treatment of high astigmatism. A 61-year-old patient underwent cataract surgery in the left eye. A primary in-the-bag toric intraocular lens (iol), a 13.5 d sphere and 6.00 d cylinder tecnis toric ii (zcu600); and piggyback toric iol, 6.00 d sphere and 5.75 d cylinder envista toric (mx60t) iol with reverse optic capture were used. Both lenses were aligned at the astigmatism axis, and toric marks overlaid well. On postoperative day 1, events included: symptomatic ocular hypertension, and increased intraocular pressure (iop) at 43 in the left eye. This resolved with a paracentesis followed by a short course of medical management. Postoperatively, posterior capsular opacity was seen and treated with a yag posterior capsulotomy without complication. After 2 months, some residual astigmatism was noted with an mr of -0.75 -2.00 × 74 degrees and a cdva of 20/30 +1. A target-induced astigmatism of 8.00 d × 94 degrees, surgically induced astigmatism of 6.59 d × 100 degrees, magnitude of error of -1.41 d, angle of error of 5.6 degrees, difference vector of 2.00 d × 164 degrees, and correction index of 0.82.5 were revealed. Photorefractive keratectomy (prk) refractive enhancement was performed with treatment of -0.61 -1.78 × 69 degrees with a total ablation depth of 20 microns using visx star s4 excimer laser (abbott medical optics, inc.). Lower lid punctal occlusion with a silicone plug was also required for dry eyes. It was unclear however, if it was our device, or the other device implanted caused the events in the study. Other j&j products were mentioned but no complaints were reported against them. Through follow-up with the corresponding author, it was noted that the case report says nothing about deficiency in the johnson and johnson product. The patient is happy and had a good outcome. A copy of the article is provided with this report.

Manufacturer narrative:
Section a4: patient weight: unknown/not provided. Section a5: race/ethnicity: unknown/not provided. Section b3: date of event: april 2023 (date article published). Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was explanted. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: thomson, a.c., mcannis, k.e., ambati, b.k. (2023). Use of primary and piggyback toric intraocular lenses for treatment of high myopic astigmatism. Jcrs online case reports 11(2): p e00093. Doi: 10.1097/j.jcro.0000000000000093. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.